Event description:
Customer was found unresponsive by their spouse at 11am. They took their blood glucose and received a result of 142mg/dl. 911 was called and when paramedics tested they received a result of 49mg/dl. The customer was given oral glucose and taken to the hosp. The customer's blood glucose at the hosp was 252mg/dl. A lab was drawn but the result is unk. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.